Event description:
The customer reported that after scanning the patient ID (mrn: (B)(6) of a 71yo male on their epoc host, the test records showed the patient information for a different patient (mrn (B)(6), 21yo male). The customer reviewed the patient information on the test record and determined it is of the previous patient run on the same host (ie: ID (B)(6) was run before ID: (B)(6). There is no report of injury due to this event.

Manufacturer narrative:
The purpose of this communication is to inform you of a potential issue with the products indicated in the table below and provide instructions on actions that your laboratory must take. Siemens healthcare diagnostics inc. Has confirmed a rare scenario in which the demographic information of a previously analyzed patient is displayed with the current patient ID on the epoc nxs host screen during positive patient identification (ppid) lookup. The issue occurs only when all of the following conditions are met: -the customer uses ppid; and -the user performs consecutive tests on patients (i.e., removes a test card and inserts a new one) without logging out or returning to the home page; and -the connection between the epoc nxs host and data manager (dm) is lost during the ppid lookup process; and -the user inadvertently accepts the previous patient¿s demographics displayed on the epoc nxs host screen for the current patient and proceeds with testing. When these conditions are met, the current patient¿s results may be listed with the previous patient¿s name and demographic information. Therefore, calculated analytes that rely on patient demographic data, like egfr (glomerular filtration rate), could be affected. A field action, poc 25-002.a.us.ous, released november 2024, informs customers of the issue and the appropriate workarounds. The issue will be resolved in the next planned release of the epoc nxs host software, scheduled for april 2025.